Event description:
It was reported from a medwatch report that in 2003, there was a right arthroscopic slap repair and capsular plication using sutures and thermal, bursectomy; pain pump placement on-q large in glenohumeral space. Approx 4 months later, there was right arthroscopic exploration, debridement of biceps stump and glenoid articular surface, open biceps tenodesis. In 2006, there was right shoulder degenerative joint disease, right total shoulder arthroplasty.

Manufacturer narrative:
Eval summary: the info contained herein is based on the info provided by the initial reporter. The product was not available for eval and investigation. Without the actual product, part number, lot number, or actual details of the incident, an analysis cannot be conducted. The medwatch indicated that the pt had right problems following surgery in 2003. It was also reported that epinephrine was used in the pump. The directions for use for the painbuster pump contains a warning that states: "use of vasoconstrictors, such as epinephrine or adrenaline, is not necessary and may not be recommended for continuous infusions." No confirmation was provided that this product was mfg by I-flow. The on-q pump directions for use (dfu) contain a warning that states: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today" that is available. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.